Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The biomed reported that the hospital staff was not getting any audible alarm sounds. No adverse event was reported.